Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the burr devices were not attaching properly on the attachment device. It was further reported that burr devices were wobbling when in use. There was a minor delay in the surgical procedure; however, the duration of delay was unknown. A spare device was not available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the burrs were not attaching properly and wobbling. Therefore, the reported condition was confirmed. It was further determined that the cutter could not be secured due to a broken piece of cutter in the attachment. The assignable root cause was determined to be due to user error/abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.